Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was trying to set the device when they saw the por. They turned the device on then off, and settings wouldn¿t change. They notified their healthcare provider about the por on (B)(6) 2019 and met the technician at the office as the patient was to leave on a cruise the next day. The tech set the device and the patient made an appointment. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported patient saw por (power on reset) on the patient programmer. Patient services reviewed the meaning of por and the patient was redirected to their doctor to have the device checked. No symptoms were reported and no further complications were reported.